Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer changed the cartridge to resolve the alarm. Reportedly, customer was not outside of the labeled operating altitude range. Customer could not recall if blood glucose (bg) was impacted; current bg was 77 mg/dl.